Event description:
It was reported that during implant attempt of an lv (left ventricular) lead, a dissection was observed following the cannulation of the cs (coronary sinus), and pericardial effusion was noted. A lead was advanced successfully in a proximal branch but was eventually displaced during slitting. Multiple other attempts at placing a lead were made to no avail, and a worsening of the pericardial effusion was observed during one of the last dye injections. A last attempt at regaining cs access revealed that the initial branch was no longer accessible, probably as a result of an extension of the dissection "flap." The patient apparently remained stable throughout, and an atrial lead was implanted in anticipation of a possible follow-up procedure. The patient was likely to be monitored for a day or two in the ICU (intensive care unit). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).